Event description:
The initial reporter received questionable ise results for 18 patient samples tested on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample tested for gen.2 ise indirect for na. The initial na result was 165 mmol/l. The repeat result was 144 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
It was found that the customer's centrifugation time of 5 minutes may be too short and the speed of 5600 rpm may be too high. The customer replaced the sample probe, sipper probe, ise pinch tubing, and na electrode. The field service engineer (fse) verified the gear pump pressure, adjusted rinse mechanism volumes, tightened the reagent probes, realigned the sample probes, verified all special washes, and tested the sensors. The fse also replaced the sample mechanism, adjusted all positions, removed a kink in the detergent rinse vacuum tubing, and readjusted the rinse levels. A hardware check was performed successfully. The customer performed calibration, qc, and a patient comparison successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.